Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of numbness in fingers and shoulder area. The patient alleges that the device is putting too much pressure on the shoulder area and that surgical intervention was performed to revise device location however this did not resolve the issue. The patient also complains that their skin has developed a red rash-like appearance and is hot. The patient¿s cardiologist referred them to their primary physician who prescribed an antihistamine.